Event description:
Pump was placed on a patient in 2008 for pain relief following surgery. Patient went home and complained that night of no pain relief. Patient came in next morning and pump was empty. Patient may have rolled over on the pump. Black pump pouch was also found to be wet. Patient was seen three days later and had no complaints and was happy.

Manufacturer narrative:
Evaluation summary: the sample involved in this report has not been received for evaluation and investigation. The information contained herein is based on the information provided by the initial reporter. Information gathered for this investigation indicates that the actual fill volume of the pump was not known, nor was the rate of flow. The fill volume was between 300-400ml, and the flow rate was between 1 and 7 ml/hr, but most likely 4ml/hr. The nominal fill volume for this pump is 400ml. As indicated in the directions for use (dfu), "filling the pump less than nominal results in faster flow rate." A review of the device history records for the lot number reported found all manufacturing operations to be within the limits. Retain samples from lot 792457 were tested. The pumps were filled with normal saline solution to the nominal fill volume of 400 ml and a flow rate accuracy test was performed using 2, 4, and 7, ml/hr. The flow rate accuracy test results were found to be within the nominal limits. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.